Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the locking ring dropped off the shell while being implanted.

Manufacturer narrative:
Concomitant medical product: modular femoral stem, catalog#: 00771300600, lot#: 63174014; porous shell with holes, catalog#: 65620005220, lot#: 63157050; bone screw self-tapping, catalog#: 00625006515, lot#: 63154331; modular neck taper, catalog#: 00784802300, lot#: 63195497; standard liner, catalog#: 00630505028, lot#: 63050661; biolox delta ceramic femoral head, catalog#: 00877502802, lot#: 2803186. Complaint sample was evaluated and the reported event was not confirmed. A 50mm trilogy shell (lot 62941455) was returned for evaluation. As returned, the lock ring was installed in the shell. Lock ring orientation was (tabs) verified. Stains are seen on the calcicoat ceramic coating. The ring was disassembled for dimensional analysis. Dimensional readings of the shell and lock ring are conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the locking ring dropped off the shell while being implanted. A different shell and locking ring were used to complete the surgery. No serious injury has been reported as a result of this event.